Event description:
Additional information received reported the patient was having difficulty coupling and recharging. The antenna had trouble finding the implantable neurostimulator (ins) since implant and it was worsening. The patient believed the ins had moved because when she had moved a certain way, she felt as if it pinched a nerve. The manufacturer representative confirmed the leads were in place and made an adjustment. The patient stated that after an hour and a half, she was able to get the ins to charge by "putting her left in between her knees and grabbing her ankles." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking sensation on her back near the implantable neurostimulator (ins) when the ins was both on and off. There was no known accident or event that related to the shocking sensation. The shocking started about one month ago and has gotten worse since then. The patient received the sensation whenever she rolled onto her back while sleeping, but did not receive the shocking when palpating the ins site. Follow-up information from the company representative was received after meeting with the patient two days later. The patient was doing "fine" but had some tenderness at the pocket site. No malfunctions were seen. The patient was to meet with the company representative again in two weeks. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Product typ lead product ID, 37752 serial# (B)(4), product typ recharger product ID, 37743 serial# (B)(4), product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).